Manufacturer narrative:
Hologic technical support (ts) reviewed logs from customer but advised them to use panels for proficiency tests instead of "known" samples. Customer re-ran the proficiencies, and the competencies completed with no issues. No further issues reported. Hologic and FDA met on october 29, 2021. Regarding how to report all false/discrepant/questioning results complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (B)(4), aptima sars-cov-2 (B)(4)), and aptima sars-cov-2/flu (B)(4)). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of false/discrepant/questioning results, confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from march 16, 2020 to present.

Event description:
Customer reported a sar-cov-2 tma run, wl (B)(4). On panther instrument sn (B)(4). Had discrepant results. Customer was using previously tested patient samples for an operator proficiency test, but the sample results did not correlate.